Event description:
Complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x24 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the distal right coronary artery (rca). The procedure was completed with another taxus liberte. No patient complications were reported. Patient status reported as "satisfactory and good". However, the returned product analysis revealed stent damage and the stent moved on the balloon.

Manufacturer narrative:
Returned product analysis revealed that the distal edge of the stent had its struts bent back proximally. This type of damage is consistent with excessive force being applied to the unit during delivery of the unit. The complaint report stated that the physician experienced difficulty while attempting to cross the lesion. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.